Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent backup battery (ebb) fault alarms. Self-tests would clear the alarm; however the alarm would reoccur after a few days. An attempt was made to reseat the ebb however the screw was stripped and unable to be opened. The system controller was exchanged. Log files were submitted for review and captured no unusual events. The ebb faults resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was unable to be confirmed via the submitted log files. The submitted controller event log file contained events from 31jan2026 through 06feb2026. The pump maintained a speed within the expected range throughout the duration of the log files, and no notable events or alarms were observed. The reported event of a stripped screw on the backup battery cover was unable to be confirmed as no images were provided, and the system controller (serial number (B)(6) was not returned for analysis. A root cause for the reported events could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Section 5 of the IFU, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 of the IFU, ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.